Event description:
A customer reported that the elite system is reading much higher than the physician's. A recent test was the elite 300 mg/dl while the doctor's system gave a result of 164 mg/dl. While on the phone a review of the system was conducted. Electronic checks were conducted and were satisfactory. However, it was learned that the display was incomplete. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.